Event description:
Boston scientific received information that the patient with this device experienced slow ventricular tachycardia (vt). The patient underwent a (B)(4) study. After completing the (B)(4), the device was set up with a monitor only zone. The patient subsequently reported receiving four shocks. Upon device interrogation, all events with therapy had been overwritten due to the monitor only zone. Additionally, since the episodes were not able to be viewed, it was unable to be confirmed whether the patient had true vt. A technical service consultant noted that with a monitor only zone, a rhythm that starts in that zone and then accelerates to another zone will not apply any discriminators. Subsequent information indicated that the patient was seen in the emergency room after experiencing lightheadedness. At that time, it was discovered that the right ventricular lead displayed noise, high pacing impedances and oversensing. The patient was seen for a lead revision procedure where there lead was attempted to be removed. The lead could not be extracted because a stylet could not be advanced past the distal coil. The lead was capped and replaced. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.